Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, maryland bipolar forceps instrument (mbf) was found to have scratches and cracks on blades. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: scratches and cracks on the blade probably refers to the thermal damage. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The complaint regarding scratches and cracks on blades was confirmed by failure analysis.